Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 54 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, a type iii endoleak was identified. This endoleak occurred due to a gap between the endurant cuff ettf2828c70ej and the endurant ii bifurcated stent graft. It was reported an additional endurant cuff etcf2828c49ej was implanted and the type iii endoleak was resolved. It was also reported the first endurant cuff implanted ettf2828c70ej was implanted while pressing the device tightly as the proximal neck had severe tortuosity. A postoperative follow up CT revealed that dissection had occurred from the proximal edge of the endurant cuff to the left subclavian artery. It was reported the pressing of the endurant cuff ettf2828c70ej caused the dissection. However, as thrombus was noted to be forming in the false lumen it was decided to just monitor the patient. Per the physician, the cause of the event is due to patient anatomy; the proximal neck had severe tortuosity. No additional clinical sequelae were reported and the patient will be monitored.